Event description:
In 2008, the lay user/patient contacted lifescan alleging that her one touch ultra meter reverted to the setup after she replaced the battery. According to the owner's manual, meter settings may need to be updated after replacing the battery; therefore, the meter was functioning as intended. The customer care advocate (cca) walked the pt through setting up the meter and resolved the alleged issue with training. Although the meter was functioned as expected, the pt was upgraded to the one touch ultra2 meter. The pt stated that the alleged issue first occurred at 4:35 pm on the same day, which was approx 3 hours before she called lifescan. At an unspecified time later, the pt developed symptoms of shaking, but denied seeking/receiving any medical intervention. She also denied taking any actions in regards to her diabetes treatment as a result of the alleged issue. The medical affairs specialist (mas) was unable to reach the pt for additional info. It would be helpful to know what events, such as medications, meals, and activities, took place before she became shaky. It would also be helpful to know how often the pt tests with the meter and when she last obtained a successful meter reading. There is no evidence that the product malfunctioned since the alleged issue was resolved with training. However, this complaint is being reported because the pt allegedly became shaky after her meter reverted to the setup mode.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.